Event description:
It was reported that this this right atrial (ra) lead was explanted due to it dislodged overnight and the physician felt the screw was the issue. It did not extend slowly, but rather just popped out suddenly. New lead implanted. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Helix issue allegation was not confirmed, helix mechanism is functional in lab setting. The dislodgement allegation was confirmed based on observation of a slightly compressed helix and a compressed distal shocking coils.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to it dislodged overnight and the physician felt the screw was the issue. It did not extend slowly, but rather just popped out suddenly. New lead implanted. No additional adverse patient effects.